Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2007180. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the plunger of the syringe was observed bent and the tip of the syringe was broken. The material used to manufacture the emerald syringe has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects any damaged syringes. Based on the preventive measures in place, we believe the reported damage may have resulted from a blockage during the primary packaging process. After the blockage, the tip and plunger became damaged and went undetected within the packaging machine.

Event description:
It was reported that syringe 5ml ls emerald plunger was damaged. The following information was provided by the initial reporter: the plunger of the syringe has bent.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls emerald plunger was damaged. The following information was provided by the initial reporter: the plunger of the syringe has bent.